Event description:
The hosp reported that the power cord for the hemopro2 extension cable for an endoscopic vein harvesting procedure did not work. A replacement device was used to complete the procedure. The hosp reported that there were no patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).